Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that fowler seemed to be bent and would not go down below 15 degrees. No pt involvement or adverse consequences are reported.